Event description:
Pt scheduled for left heart cath with planned rotoblator of circumflex artery. Rotoblator was engaged in circumflex when physician attempted to remove. Rotoblator would not disengage from artery. Pt became hemodynamically unstable and noted dissection of the left main artery. Pt's condition deteriorated and a code was called. Balloon pump was inserted into the left femoral artery. Pt was intubated and stent placed for stabilization of the pt. Pt went to operating room for foreign body removal and cabgx3 vessel.